Event description:
It was reported that the #7, #8 and #9 keys do not work on a spectrum pump. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the #7, #8 and #9 keys that do not work. Evaluation experienced an intermittent keypad response from the #7, #8, and #9 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.